Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine device check when evaluation of the rv lead showed dislodgement, loss of capture and decreased sensing of r waves. The lead was explanted and replaced. The procedure was completed successfully without adverse consequence to the patient. The patient will continue to be followed normally.